Manufacturer narrative:
(B)(4). The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for tissue damage. It was reported that the patient, with functional mitral regurgitation (mr) of grade 4+, underwent a mitraclip procedure. One clip was implanted. During positioning of a second clip, the first clip tore the posterior leaflet. The mr increased. The second clip was implanted, stabilizing the first clip and reducing the mr to grade 1. No additional information was provided.